Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer and a third party. Based on the information provided by customer, the reported problem was able to be confirmed by customer. The reported problem was determined to be due to an external paddle failure. The root cause of the external paddle failure could not be determined. A third party replaced the external paddle to solve the issue, and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the dfm100 indicating that the device failed to discharge. Device was used on a patient with cardiac arrest at the time of event. Customer used another defibrillator to complete the rescue. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Event description:
Philips received a complaint regarding the efficia dfm100 defibrillator monitor indicating the cardiac arrest patient cannot be discharged during electrical cardioversion. The defibrillator was replaced with another brand for use. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.